Event description:
During a ureteroscopy lithotripsy, dr had fragmented half a stone located in the lower pole and removed that fragment and was in the process of fragmenting the other part of the stone when the laser probe inside the flexible scope cracked and burned a hole in the flexible scope at the flexion point. Dr aborted case at that time due to the fact that they did no have a backup scope and will reschedule it at a later date. There was an 8mm (1.5cm whole) piece left that still has to be fragmented and retrieved. She stated there was no adverse effect on pt; patient condition post-op was stable.